Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer called and reported the insulin pump was not appropriately giving an alarm for no delivery. The customer stated when giving a bolus, normal units could be seen dropping or counting down, but the device was not doing this and not alarming. Customer's blood glucose was not known. Complete troubleshooting could not be performed as customer did not have a tubing clamp to run the high pressure test. Customer was advised a tubing clamp would be sent and to perform the test upon receiving it to verify whether no delivery alarm could be triggered. The device will not be returning for analysis at this time.